Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the patient had a systemic infection which resulted in the removal of the implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.